Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the pump could not be charged. The customer stated the pump battery gauge then displayed 100% a few hours later. Customer reported blood glucose level was not impacted. Reportedly, the customer will continue to use the pump for insulin therapy and monitor the battery.